Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd veritor¿ plus analyzer, one (1) false positive flu b patient result was obtained, simultaneously with a positive sars-cov-2 result. Upon confirmatory testing by a lab using quad pcr, the patient sample was negative for flu and positive for covid. There were no health impact or consequences reported.

Event description:
It was reported while using the bd veritor¿ plus analyzer, one (1) false positive flu b patient result was obtained, simultaneously with a positive sars-cov-2 result. Upon confirmatory testing by a lab using quad pcr, the patient sample was negative for flu and positive for covid. There were no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with additional information: d9. Device available for evaluation: yes d9. Returned to manufacturer on: 11-nov-2025 h3. Device eval by manufacturer?: yes investigation summary: the complaint alleges the bd veritor plus analyzer is having false positives for triplex assay (catalog number 256066, serial number (B)(6). A replacement analyzer was provided to the customer. Bd veritor plus analyzer was returned for investigation. Based on the test results in the csv file, it was showing positive result for flu b which was consistent with what was displayed on the screen. However, without access to the tiff images, we are unable to determine the root cause. Therefore, this complaint is confirmed. Device history record review for veritor plus analyzer, serial number (B)(6) was reviewed and nonconformances related to this failure mode were not revealed in manufacturing during final testing. The device was released conforming. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Manufacturer narrative:
The requested 510k information for the involved veritor assay is as follows: g4. PMA/510(k)#: eua203152.

Event description:
It was reported while using the bd veritor¿ plus analyzer, one (1) false positive flu b patient result was obtained, simultaneously with a positive sars-cov-2 result. Upon confirmatory testing by a lab using quad pcr, the patient sample was negative for flu and positive for covid. There were no health impact or consequences reported.